Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for a broken safety shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for a broken safety shield with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shields were damaged on two of the bd eclipse¿ blood collection needles. Found before use. No serious injury or medical intervention was noted.